Event description:
Related manufacturer reference number:2017865-2021-39967. It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the left ventricular lead exhibited failure to capture. The patient presented for the procedure and during the procedure, the right atrial lead dislodged. The lead was explanted however, not replaced since the device had already been permanently programmed to vvi. The patient was in stable